Manufacturer narrative:
The insulin pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery test due to motor error alarm. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 168 mg/dl. The customer states the pump alarmed motor error and alarm low reservoir. The customer states the drive support cap appears normal and the insulin pump was not exposed to a high magnetic field. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.